Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on an unknown date, the tip of the screwdriver broke off. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. The review of the manufacturing documents revealed that the present instruments were manufactured in december 2011 according to the specifications. Manufacturing and inspection records indicated no problems with the lot in question. The fracture surface is homogenous, which indicates material conformity as well. Based on these findings the failure is indicative of mechanical overloading during use.